Event description:
It was reported that (2) lcsc5 were used during a lap chole procedure. It was reported by the rep that the instruments did not work indicated by a solid tone. The blade was test according to protocol, handpiece was tested also. A new lcsc5 blade was attached and the case was completed. There was no consequence to the pt.